Event description:
According to ther reporter: the cannula snapped and broke off of the device and was carefully retrieved from the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no reinforcement material used in conjunction with the stapling device. There was no tissue damage as a result of this problem.

Manufacturer narrative:
(B)(4).